Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit for the reported issue, to fix the issue he replaced the drive manifold which corrected the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name in (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient involvement, and no adverse event reported. .

Event description:
N/a.

Manufacturer narrative:
E1(event site postal code - (B)(6), event site state - (B)(6)).